Event description:
A pt was experiencing pain at the location of the device pocket (left gluteus). It was noted that a jerking sensation was not felt. The pain experienced is not dependent on whether the device system is turned on or off. Impedance measurements were found to be in range, and the pt did not have an issue with the scar. No infection was suspected. It was noted that the physician believed the pain could be due to the possibility that the device was pressing on a nerve. A revision surgery to relocate the device was planned. The pt's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).